Event description:
The physician reported to gore the following info: I used a hiatal mesh a couple weeks ago ((B)(6) 2013) for a recurrent hernia. It worked pretty well. On (B)(6) 2013, reoperation washout (clip staple line) was performed because of bleeding.

Manufacturer narrative:
It should be noted that the endoscopic gore seamguard bioabsorbable staple line reinforcement instructions-for-use addresses possible adverse reactions with the following statement, "possible adverse reactions may include, but are not limited to: infection, inflammation, adhesions and hematoma." All info has been placed on file for use in tracking, trending and f/u.